Event description:
Cook (B)(4) reported for the customer, "once the ports had been found to have a fracture in the line there was a next day retrieval of catheter from patient with a snare retrieval set. Retrieval was take from the jugular vein." Section of the catheter was retrieved from the jugular vein using a snare retrieval set. Retrieval took place in a separate procedure. No adverse effects on the patient were reported.

Manufacturer narrative:
(B)(4). Engineering reported, "an inventory of the returned components includes a mini port body, catheter lock and two segments of silicone catheter (approximately 3 cm - 30 cm). The shorter segment of catheter was properly attached to the port body with the catheter lock. No suture holes had been used. Visual inspection of the catheter showed burnishing over a portion of the facing fracture surfaces. A partial fracture was found approximately 1 cm distal of the primary fracture location. The secondary location also had burnished surfaces." Engineering stated, "the surface characteristics of the fracture area are typical of fatigue fraction from repeated contact with a rigid surface." Engineering stated, "none. No non-conformities were found during the investigation."